Manufacturer narrative:
(B)(4). The guide wire with the separated tip fragment was returned for evaluation. The returned guide wire was fractured at approximately 80mm distal to the proximal solder designed to be located at 108mm from the tip. Microscopic observation of the fracture end revealed that the core wire and the coil wire were fractured at the same location. There was a bend proximal to the fracture end of the core wire. Multiple circumferential cracks were observed on the core shaft, indicating that repeated bending stress contributed to the core wire fracture. The fracture end of the coil wire showed necking attributed to tensile stress. The tip fragment was approximately 35mm long and helically deformed. The bare coil wire was found stretched and fractured at the proximal end of the tip fragment. At approximately 28mm from the tip, the core wire was found fractured. As seen on the proximal fracture ends, the distal fracture end of the core wire was bent and the distal fracture end of the coil wire showed necking. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that repeated bending stress was likely applied on the guide wire while its tip was being trapped possibly by the calcified lesion. As the bending stress caused the guide wire to deform, resistance might increase between the guide wire and the concomitant balloon catheter. Further applied bending stress generated by wire manipulation must have exceeded the product's design limit and contributed to fracture of the core wire. The coil wire was assumed to become separated by tensile stress generated during wire removal. It was concluded that there was no indication of product quality deficiency. Measurement of the core length of the returned guide wire and the tip fragment suggested the entire guide wire was returned; however, damage of the polymer jacket was too severe to completely rule out a possibility that some polymer fragments might remain in the patient anatomy. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that during pta to treat a moderately tortuous, moderately calcified lesion in the peripheral vasculature, an asahi guide wire was used with a balloon catheter when stiffness was felt. In an attempt to release from the resistance, the guide wire was moved back and forth several times when the tip was found broken off at the end of the toe under fluoroscopy. A gooseneck snare was used to successfully retrieve the separated tip.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.